Event description:
A patient's daughter called to report her mom's dexcom g7 device issues. She said the pump does not work at all. It will not charge. It does not have a display, it is dead. She said her mom contacted dexcom and she was told they will not give her a replacement for another 4 years. She said she also received a recall letter from the manufacturer.